Event description:
The patient received her scs system on (B)(6) 2011 with two percutaneous leads (from the same lot). The leads were implanted for peripheral nerve stimulation (off-label use). It was reported that one of the leads was in an uncomfortable position. The patient's physician observed the lead's position and implied that the scarring may have moved it slightly. The patient has not lost stimulation and the device performs as intended.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.